Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of chronic lower extremity deep venous thromboses and severe osteoarthritis with failed left total knee arthroplasty was scheduled for inferior vena cava (ivc) filter placement prior to revision of left total knee replacement. The right common femoral vein was accessed and an inferior venacavagram was performed. The dilator system was advanced to the superior end plate of l2 and the filter was deployed. Good apposition of the filter legs was noted against the wall of the vena cava. The sheath was removed and hemostasis was achieved. Approximately nine years post filter deployment, the patient presented with acute swelling of the right lower extremity and was found to have an acute deep venous thrombosis extending from the popliteal vein to the external iliac vein. The patient was scheduled for pharmacomechanical thrombectomy. The saphenous vein was accessed and venographic images demonstrated multiple thrombosis of the popliteal vein and femoral vein and an angiogram demonstrated no flow into the cava. There was thrombus identified in the distal inferior vena cava through the filter and extending approximately 2 cm above it. Mechanical thrombectomy of the entire segment was performed and repeat angiogram demonstrated marked improvement. A second round of pharmacomechanical thrombectomy was performed of the cava and there was further improvement. Following thrombectomy, a stent was deployed from the common femoral vein to the mid inferior vena cava going approximately 2 cm above the filter. After completion of stenting, ivus demonstrated the entire iliac segment patent without any significant residual thrombus. The inferior vena cava filter was effectively excluded and there was wide patency of the inferior vena cava. Approximately eleven years two months post filter deployment, the patient was scheduled for inferior vena cava filter placement. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated an inferior vena cava stent , remote ivc filter which was stented open and bilateral iliac stents. A small gap was identified between the tip of the ivc stent and the renal veins. The ivc filter was deployed in the infrarenal inferior vena cava just superior to the indwelling ivc stent with no complications and completion imaging demonstrated good positioning of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter placement, the filter allegedly detached, tilted, caused bleeding and was unable to be retrieved. Approximately eleven years post filter deployment, the filter occluded and blood clot was removed. The patient allegedly underwent three thrombectomy procedures and experienced seven pulmonary embolisms. Based on a review of medical records received, approximately nine years post filter deployment, the patient was scheduled for pharmacomechanical thrombectomy and imaging demonstrated thrombus in the distal inferior vena cava extending through the filter to approximately 2 cm above the filter. Mechanical thrombectomy was performed with improvement in thrombus. Approximately eleven years two months post filter deployment, the patient had an inferior vena cava deployed in the infrarenal vena cava superior to the indwelling ivc stent with no complications.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of chronic lower extremity deep venous thromboses and severe osteoarthritis with failed left total knee arthroplasty was scheduled for inferior vena cava (ivc) filter placement prior to revision of left total knee replacement. The right common femoral vein was accessed and an inferior venacavagram was performed. The dilator system was advanced to the superior end plate of l2 and the filter was deployed. Good apposition of the filter legs was noted against the wall of the vena cava. The sheath was removed and hemostasis was achieved. Approximately nine years post filter deployment, the patient presented with acute swelling of the right lower extremity and was found to have an acute deep venous thrombosis extending from the popliteal vein to the external iliac vein. The patient was scheduled for pharmacomechanical thrombectomy. The saphenous vein was accessed and venographic images demonstrated multiple thrombosis of the popliteal vein and femoral vein and an angiogram demonstrated no flow into the cava. There was thrombus identified in the distal inferior vena cava through the filter and extending approximately 2 cm above it. Mechanical thrombectomy of the entire segment was performed and repeat angiogram demonstrated marked improvement. A second round of pharmacomechanical thrombectomy was performed of the cava and there was further improvement. Following thrombectomy, a stent was deployed from the common femoral vein to the mid inferior vena cava going approximately 2 cm above the filter. After completion of stenting, ivus demonstrated the entire iliac segment patent without any significant residual thrombus. The inferior vena cava filter was effectively excluded and there was wide patency of the inferior vena cava. Approximately eleven years two months post filter deployment, the patient was scheduled for inferior vena cava filter placement. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated an inferior vena cava stent , remote ivc filter which was stented open and bilateral iliac stents. A small gap was identified between the tip of the ivc stent and the renal veins. The ivc filter was deployed in the infrarenal inferior vena cava just superior to the indwelling ivc stent with no complications and completion imaging demonstrated good positioning of the filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately nine years post filter deployment, thrombus was identified in the distal inferior vena cava through the filter and extending approximately 2 cm above it. Thrombectomy was performed and the filter was noted to be effectively excluded. Approximately eleven years two months post filter deployment, an inferior venacavogram was performed which demonstrated an inferior vena cava stent, remote ivc filter which was stented open and bilateral iliac stents. A second filter was deployed at that time superior to the stent. Therefore, based on the provided medical records it can be confirmed that the patient experienced thrombus above the filter after the original filter was implanted. However, the investigation is inconclusive for the alleged occlusion as it is unknown how much thrombus was located in the filter at the time of thrombectomy. The investigation is also inconclusive for the alleged detachment and tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: rnf warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. Caval thrombosis/occlusion. Warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition, filter tilt, caval thrombosis/occlusion. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported after an unknown amount of time post vena cava filter placement, the filter allegedly detached, tilted, caused bleeding and was unable to be retrieved. Approximately eleven years post filter deployment, the filter occluded and blood clot was removed. The patient allegedly underwent three thrombectomy procedures and experienced seven pulmonary embolisms. Based on a review of medical records received, approximately nine years post filter deployment, the patient was scheduled for pharmacomechanical thrombectomy and imaging demonstrated thrombus in the distal inferior vena cava extending through the filter to approximately 2 cm above the filter. Mechanical thrombectomy was performed with improvement in thrombus. Approximately eleven years two months post filter deployment, the patient had an inferior vena cava deployed in the infrarenal vena cava superior to the indwelling ivc stent with no complications.